Event description:
Patient was revised to address instability. Upon exposure, an exorbitant amount of fluid was discovered and the synovium was grossly contaminated with metallic debris.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.